Manufacturer narrative:
Na

Event description:
It was reported that the patient experienced diagphragmatic stimulation and hiccups even with left ventricular (lv) stimulation off. The lv threshold was initially acceptable, but slowly increased until it was stimulating the patient.